Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with scoliosis and underwent an unspecified surgery. Post-op, screw was found broken at s2. The screw remained in the patient. Revision surgery was not scheduled as there were no issues noted.

Manufacturer narrative:
X-ray review: post-op x-rays for t2- iliac fixation provided. Hardware placement appears appropriate and proper contouring of rods and correction of sagittal balance appears to have happened. No pre-op films available but as per these images, there are fractures of both iliac screws. From images, we are unable to assess fusion status. If information is provided in the future, a supplemental report will be issued.